Event description:
Pt had bilateral silicone implants in 1980 in another institution. Recent mammography suggests possible implant rupture. Pt elected to have removal of silicone implants. Upon surgical incision, both implants were noted to be ruptured with silicone material throughout the area.